Event description:
Bone cement was received with 1 broken vile.

Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. The event was not confirmed. Review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. Review determined that there were no other similar reported events for the lot. Other than that the liquid ampoule was broken upon receipt, no further information was provided. Based on this, the exact cause of the event could not be determined, but it appears that this product was damaged due to inappropriate handling or storage during distribution/transportation. Ncr (B)(4) was raised in (B)(6) 2010 to address a trend noted for damage to simplex packaging. This trend was based on the volume of complaints received associated with packaging damage for simplex product. Upon application of adverse trend detection it was determined that the rate is within the risk acceptability criteria. Package design review was carried out as part of the ncr and it was determined that further design review will be completed under packaging innovation quality improvement projects.

Event description:
Bone cement was received with 1 broken vile.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned